Event description:
---

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the two segments of the lead was performed. Pressure tests were completed to assess lead insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found the terminal and distal segments of the lead was severed from the pin and distal tip. The total length of the lead returned was 46.8 cm as it appears that 12.2 cm of the lead body was missing. In addition, set screw marks were noted on all terminal connectors and no fractures were visible on the coil of the returned lead. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis could not confirm that a lead fracture occurred through testing on the returned segments of the lead. The lead was archived at boston scientific.

Manufacturer narrative:
To date, the explanted lead has not been returned to boston scientific. If the procedure is returned the leads will under go detailed analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
Approximately one month late, additional information was received by the patient pertaining to the previous revision procedure which was performed due to lead fractures which occurred on two right ventricular (rv) leads. During the procedure, it was noted that subclavian access was not possible; therefore the physician gained access through the femoral access. During hospitalized post the revision procedure, the patient experienced persistent dorsal pain with a diffusion in the left forearm and occasional dullness in their left hand. The patient was discharged and sent home with medications. On (B)(6), the patient reported continuous dorsal pain and additional chest pain. The physician was contacted and referred the patient to a neurologist. Both leads were sent back for analysis. At this time the endotak reliance (B)(4) right ventricular (rv) lead is currently under review in our detailed laboratory analysis while we are pending the return of the endotak reliance (B)(4) right ventricular (rv) lead. Once analysis is complete on the leads a final report will be sent with the determined root cause of this event.

Event description:
Boston scientific received information that during a routine follow up visit, two right ventricular (rv) leads revealed high pacing impedances greater than 2,000 ohms. An x-ray was performed and revealed a lead fracture had occured on both leads. A revision procedure was performed; the leads were explanted and replaced. No adverse patient effects were reported.